Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). During insertion, it was noticed that the stent struts were flared on the 3.0x20mm liberte bare over-the-wire coronary stent delivery system (sds). The sds was successfully removed and then a 3.5x16mm liberte bare over-the-wire coronary sds was introduced but the shaft of the device kinked. The physician was then able to place another 3.5x16mm liberte sds, and the procedure was successfully completed. No patient complications were reported with the current condition listed as "ok".